Event description:
(B)(6) clinic in (B)(6) give my wife (B)(6) a filler injection on her face, and after some issue come out like redness and feel like there are bugs on her face, microvasculature dilation, we found out they did not use original juvederm product, the product they have is not FDA approved. It's some kind product from china or south korea. I believe they been use this smuggling without FDA approved. I contact the original company juvederm by email and they ask me to report it to the criminal/FDA, and also, they have start the investigation case.